Event description:
Manufacturer ref # (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer. The reported failure with the pressure transducer not passing the pre-use check was reproduced. The pressure transducer printed circuit board was replaced ant the ventilator passed the pre-use check and was cleared for clinical use. No parts were returned and no device logs are available for the investigation. The root cause cannot be determined.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).